Event description:
The reporter stated that the pressure tracings would drift off of baseline when they tried to zero the transducer. The transducer was changed and the issue continued. The cable was changed and the issue was resolved. There was no patient injury or treatment associated with this event.